Event description:
IV catheter was inserted into left arm. Upon withdrawal of the needle and activation of the safety mechanism, the cannula hub and catheter separated. This resulted in leaving the cannula hub connected to the retracted needle and the catheter retained in the pt's arm. Reason for use: intravenous access for surgery. Ref: (B)(4).